Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806 on 05 december 2019. The FDA recall number is z-0813-2020 & z-0814-2020. Customers were sent a letter explaining the issue and were provided the following safety instructions: you can continue to use the anesthesia system. If you observe the message ventilate manually, change from mechanical to manual ventilation. At any time, the clinician may use a self-inflating bag to ventilate the patient and/or switch to another anesthesia device. Contact your ge healthcare representative for repair of the device. Perform the planned maintenance (pm) every 12-months at a minimum per the users reference manual which includes inspection of the cable connection. Note: this inspection step is included in the annual pm described in the technical reference manual. Performing this step in the pm would confirm the integrity of the cable connection.

Event description:
As a result of an inspection that was completed as part of ge healthcare field modification, this unit was identified as having a loose cable connection that would cause a loss of mechanical ventilation and a high priority audio and visual alarm.